Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation a ventilator inoperative alarm condition was observed. The device's system board and machine flow sensor were replaced to address the issue. Additionally, the fio2 sensor assembly and detachable battery harness were replaced. A final report is being submitted. If additional information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.